Event description:
It was reported that the device had all three icons illuminated (service, attention and charge-pak). The device would not power on from result of this failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the reported failure to be a cracked and shorted capacitor, designator c177 from the analog pcb assembly. The customer received a replacement device.